Event description:
Info rec'd indicates that the surgeon requests analysis of a valve explanted at autopsy. It was reported that the pt had heart failure and infectious endocarditis. Surgeon suspects structural dysfunction, while does not believe the valve is the only cause of death. The valve was implanted in 2002. Valve degeneration was noted when the pt was hospitalized 5 months later, due to heart failure and fever. Avr and mvr were scheduled for the same month, but rescheduled for the month after due to fever. The pt had cardiac arrest one day before rescheduled date; was placed on cardiac bypass, and at that time suffered severe cerebral damage. The pt expired 4 days later.

Manufacturer narrative:
Eval: device history reviewed and found the product met specs when released for distribution. Conclusion: exact cause of event cannot be determined, but the pt condition contributed to the device degradation. Analysis: the gross analysis shows that the tissue deterioration in the valve is associated with the extensive mineralization in the body of all the leaflets. This particular pattern of mineralization is typically secondary to endocarditis and corresponds to the pt's history of infectious endocarditis. The leaflets are very stiff due to the mineralization and post-mortem clotting attached to the outflow. Glistening light tan pannus extends onto all leaflets and significantly reduces the orifice area. Conclusion: the exact cause of the event cannot be determined, but the pt condition contributed to the reported event. The surgeon states that he does not believe the death was caused only by the heart valve.